Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed a bicarbonate buffer test. The sensor failed specifications due to high readings.

Event description:
The customer's mother called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 290 mg/dl, compared with the sensor glucose reading of 40 mg/dl. It was reported that the customer used multiple meters to calibrate the sensor. The customer's sensor was replaced and returned.